Manufacturer narrative:
The insulin pump had unresponsive button due to corroded keypad trace. No button error alarms occurred. The insulin pump had keypad overlay had weak adhesive bond at all locations.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 156 mg/dl at the time of incident. The insulin pump was returned for analysis.